Event description:
In the american journal of critical care online, a published article referenced a bright et al study that reported hemorrhaging in the lower part of the gastrointestinal tract in a 79-year-old man, 11 days after insertion of a flexi-seal device. The patient was originally admitted to the ICU because of respiratory failure and was not receiving any anticoagulation or antiplatelet medications at the time of the hemorrhage. A colonoscopy at the time of the hemorrhage showed no obvious source of bleeding, but changes from a previous colonoscopy were suggestive or pressure necrosis.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The report states that a mesenteric angiography showed extravasation of contrast material from a branch of the superior rectal artery, and coil embolization was successfully performed. The patient received a total of 11 units of prbcs and 2 unites of ffp. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific third manufacturing site, thus both potential manufacturing site numbers are listed below. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.